Event description:
It was reported that the right atrial lead exhibited low impedance, noise and an insulation anomaly. The lead was capped and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(4).